Event description:
It was reported that following implant of an activa pc neurostimulator to replace a kinetra implantable neurostimulator, the patient experienced a loss of therapeutic effect. All settings for the active pc remained as they were with the kinetra. It was reported that after the replacement, the patient did not change clinically when the device was on or off. There was a short with 4/7 with kinetra prior to explant. On (B)(6) 2011, it was reported that the device has been reprogrammed and that the patient was almost back to baseline. The patient was able to stand, walk, and was speaking with reduced tremor. It was reported that electrode impedance was reviewed; 4/7 had low impedance at 59 ohms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).